Event description:
The duodenovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the air/water tube was clogged with foreign matter, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This device was returned to olympus as part of the asset return process. Additional evaluation findings were as followed: due to wear of switch-cover packing, water tightness was lost; switch box had a dent; air/water-cylinder had no color; suction cylinder had no color; plug unit had corrosion due to water leakage; scope-case unit had corrosion due to water leakage; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive around objective lens had a chip; adhesive on bending section cover (a-rubber)had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to worn of switch-cover packing. The root cause of this event was unable to be identified. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection . IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.